Event description:
In (B)(6) 2014, the patient presented with dyspnea. Postoperative echocardiography showed an elevated gradient of the bioprosthesis which had been implanted in 2009. An ECG performed showed non-sustained monomorphic ventricular tachycardia and an ICD was implanted. On (B)(6) 2014, a double valve replacement procedure was performed where the valve was explanted and was replaced with a 23 mm sjm trifecta valve and a 27 mm bioprosthesis from another manufacturer was implanted replacing the mitral valve. Surgery was performed with no adverse consequences.

Manufacturer narrative:
(B)(4). The results of the investigation concluded fibrous thickening of all cusps and fibrous pannus ingrowth on the inflow surface of each cusp which narrowed the inflow diameter. Outflow thrombus was observed on each cusp, and a fold was observed in cusp 1. It is unknown if the observed fold was a retraction or fixation artifact. A tear was observed in the free edge of cusp 1, and a perforation was observed near the free edge of cusp 2. There was no evidence of significant calcifications and gram stains were negative for organisms. No evidence was found to suggest the cause of the fibrin, pannus, thrombus, cuspal tear, cuspal perforation, and cuspal fold was due to an intrinsic defect in the valve, as supported by review of the valve's device history record and the analysis performed. The cause of the reported event remains unknown.

Manufacturer narrative:
(B)(4).